Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that the patient turned their device off because they were driving for three days. The morning of the report she used her patient programmer (pp) and implantable neurostimulator recharger (insr) and realized they both weren't communicating with the implantable neurostimulator (ins). The last time the patient charged the ins was two to three weeks prior to the report and usually use to charge every two days. An ins overdischarge was suspected and the system wasn't working. The patient expressed dissatisfaction with not being educated about overdischarge and she didn't know the ins would deplete if it wasn&#62752;charged regularly. It was noted an overdischarge had never happened to her before. The patient further reported that every time she moved the device was shocking her which started on (B)(6) 2014. Therefore, the patient was frustrated with the device and the surgeon. It was noted the patient was told that maybe scar tissue needed to form around it. She also reported never having therapeutic effect and the device did not helping with controlling her pain; she was just given excuses and it was never resolved. She also developed new pain since she got the device that she didn&#62752;have prior to the implant surgery. Her whole lower back had more pain than it ever had and it hurt where the ins was. Her whole right buttocks area ached really bad all the time since the device was put in, and the surgeon didn't have any interest to try to help with resolving that. The patient was frustrated and was hoping a new physician and manufacturer's representative (rep) in (B)(6) where she recently moved to could resolve it. The manufacturer's representative (rep) met with the patient on (B)(6) and reported that the patient lost their charger during their move and was unable to charge for approximately one month. The patient had since then found the charger and needed a device reset. It was noted the device was unable to be read with the charger or clinician programmer so the rep. Attempted a device reset in the physician's office and the issue was resolved. No surgical intervention occurred or was planned and at the time of the report the patient was alive with no injury.